Manufacturer narrative:
The event of no ipg communication was reported to abbott. The ipg was explanted and replaced due to ipg becoming inoperable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg could no longer communicate with external devices, deeming it inoperable and no longer able to provide therapy. In turn, the patient may undergo surgical intervention to address the issue.